Event description:
The customer reported a patient is experiencing difficulty breathing and fever every four days after the IV tubing is changed for a tpn infusion. The customer is attributing the reactions to the 0.2 micron filter included in the set. The patient is treated with antihistamines and inhaled albuterol. The reaction subsides shortly after the treatment. Through trouble shooting, the customer has prevented the reactions by flushing about 30mls of the tpn solution through the tubing before starting the infusion. The customer has ruled out the tpn solution itself being a causative factor along with lot numbers or cases of IV tubing's as there have been many different cases and lot numbers used since the patient was started on tpn. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's complaint could not be verified because no product was returned for investigation.